Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used a during a procedure. According to the complainant, the dart detached from the suture upon inserting into the capio carrier ("ancillary"). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator is broken. The remainder of the suture with dart was not returned. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that most probable root cause classification is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. The device was returned with its original packaging, providing the lot number. Blocks now provide the device lot number, expiry and manufacture dates, and blocks have updated manufacturer/manufacturer site information since the device lot is now known.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used a during a procedure. According to the complainant, the dart detached from the suture upon inserting into the capio carrier ("ancillary"). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.